Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm problem isolated to force sensor. Unable to confirm motor power supply voltage error detected alarm or frozen screen due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and motor power supply voltage error detected. The customer¿s blood glucose level was 340 mg/dl. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.